Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site, and the patient's ipg got really hot whether the stimulation was on or off. It was noted that burning sensation worsened when stimulation was on. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein extensions were added to relocate the ipg site to the patient's abdomen. No device malfunction was suspected. The patient was doing well postoperatively.